Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received six inappropriate shocks and two bursts of anti-tachycardia pacing (atp) therapy due to a supraventricular tachycardia (svt). One to one conduction was observed in the episode. Therapy was exhausted. It was noted that the patient was not always compliant with medications. A boston scientific technical services consultant discussed detection enhancements, so therapy would be inhibited when not needed. No adverse patient effects were reported.